Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the sheath did not split properly. Manual compression was applied for 45 minutes and two other non-abbott devices were used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation summary:evaluation of the returned device found that the clip had not been fired and the returned condition substantiated the reported product experience. Inspection of the returned device indicated that the proximal end of the flex-guide was heavily carved by the delivery tubeset when the plunger was depressed to deploy the locator wings which resulted in bent garage leaves that punctured and tore the sheath. Subsequently, the thumb advancer deployment and sheath splitting were stopped due to excessive resistance. The thumb advancer was found to have been manually retracted and safety release mechanism was activated to collapse the locator wings to safely remove the device from the patient anatomy. Based on the investigation findings, the probable root cause for the flex-guide carving that subsequently resulted in incomplete thumb advancer deployment and sheath splitting is a failure to maintain alignment between the tubeset and flex-guide when depressing the plunger to initiate the thumb advancer deployment, causing the tubeset to carve into the flex-guide. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that during a stenting treatment procedure, deployment issues and a shaft break occurred. The patient presented with acute coronary syndrome (acs) without st segment elevations, associated with elevated troponin. Access was obtained through the right radial artery. The 90% stenosed, 20mm long target lesion was located at an angle (between 45 and 90 degrees) in the severely calcified mid left anterior descending (lad) artery and there was timi 3 flow. A non- bsc guide catheter engaged the left main (lm) coronary artery. Next, a 1.5mm rotablator burr was used for 35 seconds before advancing a 3.0x38mm promus element stent delivery system (sds). With some difficulty, the promus element sds crossed the target lesion. The balloon was inflated to 10atms, however, while inflating the delivery balloon, a leak was observed in the proximal end of the hypotube shaft. The balloon did not fully expand and the stent was unable to be fully deployed (diabolo shaped). When removing the promus element sds the device broke into two pieces at the location of the shaft leak. While attempting to remove the remainder of the device there was an "abnormal" resistance and the device broke again at the distal end of the catheter. The control angiography had shown that the mid lad had a severe stenosis (90%) at the level where the undeployed promus element stent and balloon remained stuck in the coronary and ascending aorta. The coronary blood flow was timi 3 flow and the hemodynamics were stable. Then, a non-bsc guide catheter was positioned in the left main coronary artery. Next, a non-bsc guide wire was advanced downstream from the mid lad passing through the strut of the unexpanded promus element stent. In an attempt to fully deploy the stent, a 1.25x20mm non-bsc balloon was inflated one time to 12atms. Next, a 1.5x6mm non-bsc balloon was advanced to the stent and inflated two times to 12atms. Then, an attempt was made to remove the broken section of the promus element catheter using a 2.5x15mm quantum monorail balloon catheter "sealed" in a 6f guiding catheter. The quantum balloon catheter was positioned in the 6f guide catheter. While retracting the broken catheter, there was an "abnormal" resistance. The broken section was removed just a "few centimeters but it also withdrew the stent." At this time, due to surgical opinion and consideration of the major risk of dissection or perforation of the proximal lad, it was decided to remove all of the accessories except the balloon section of the catheter that was positioned in the coronary. The final control angiogram showed the very narrowed lesion (90%) in the mid lad and the stent remained unexpanded. The coronary blood flow was normal (timi 3) and the hemodynamics were stable. The patient did not have any chest pain. Emergency bypass of the lima-lad was performed. The patient underwent heparin therapy during the surgery to prevent thrombosis. A portion of the device remains in the patient. The patient's condition was reported as stable post bypass surgery.